Event description:
It was reported that notice was received from (B)(6) alleging that patient had sustained personal injuries on (B)(6) 2011 from the implantation of the stryker rejuvenate hip components.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.